Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd respiratory viral panel for bd max¿ system (ref. 445215) lot 3291346 was performed by the review of the manufacturing records, retain material testing, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd respiratory viral panel for bd max¿ system indicated that lot 3291346 was manufactured according to specifications and met performance requirements. The retain material of bd respiratory viral panel kit for bd max¿ system from lot 3291346 was tested and the results were as expected. Customer complained about one patient which obtained two suspected false negative results for the respiratory syncytial virus (rsv). According to the customer, these results were contradictory with the symptoms (difficulty breathing) and family background (sibling positive for rsv). Customer provided two run files (#1950, initial test and #1954, repeat test), and the database from bd max¿ instrument ct2519 for investigation. The two suspected false negative results were identified by the customer in positions b3 /run 1950 and b2/run 1954 and they were tested from different sample buffer tubes (sbt). Manual pcr curves adjudication of both samples was performed. Analysis of the pcr curves showed no fluorescence in the vic channel (rsv target) nor in the other positive targets channels, except in the rox channel (rnase p target), confirming that the patient sample was properly collected, and negative rsv results are the expected result in such cases. No confirmatory testing from another verification method was provided by the customer for investigation. As mentioned in the instruction for use of the assay, the bd respiratory viral panel for bd max¿ system, targets rna from the conserved regions of the n (nucleoprotein) and m (matrix protein) genes from rsv. However, as with any molecular test, mutations within the target regions of the bd respiratory viral panel for bd max¿ system test could affect primer and/or probe binding resulting in failure to detect the presence of virus. Based on the information provided and the investigation, both negative rsv results seem to be true negative results. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd respiratory viral panel for bd max¿ system lot 3291346. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd respiratory viral panel for bd max¿ system, a suspected false negative respiratory syncytial virus (rsv) patient result was obtained twice. Patient was symptomatic and had a sibling who had previously tested as rsv positive using an unknown method at a different clinic. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd respiratory viral panel for bd max¿ system, a suspected false negative respiratory syncytial virus (rsv) patient result was obtained twice. Patient was symptomatic and had a sibling who had previously tested as rsv positive using an unknown method at a different clinic. There was no report of patient impact.